Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2018-12105. It was reported high impedances were noted on lead contacts 1-8. Lead fracture is suspected. Surgical intervention is pending to address the issue.

Event description:
Related manufacturer reference number 1627487-2018-12105. Additional information received advised that the patient underwent surgical intervention wherein the ipg was replaced. Impedances were still shown high, therefore the lead was replaced as well. Effective therapy was restored post procedure.